Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit is speeding up and slowing down.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the controller/joystick/options had physical damage, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The provider states the unit is speeding up and slowing down.